Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.   Zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor 02/14/2019, belt 12/02/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Review of the patient's download data indicates the patient received one appropriate shock and three additional inappropriate shocks in response to oversensing of low amplitude cardiac signal on the date of passing. The patient was in an idioventricular rhythm at 80 bpm at 21:39:13 on (B)(6) 2021. The patient received the appropriate shock at 21:40:14. The patient's rhythm at the time of the shock was fine vf. The patient's post-shock rhythm was asystole for 8 seconds, transitioning to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was in asystole with intermittent cardiac activity at 21:47:02. The patient received the inappropriate shocks at 21:47:36, 21:48:49, and 21:50:21. The patient's rhythm at the time of each shock and post-shock rhythm were asystole with intermittent cardiac activity. The patient was in asystole with intermittent cardiac activity and CPR/motion artifact at 21:55:46. The patient's rhythm transitioned to an idioventricular rhythm at 50 bpm with CPR/motion artifact at 22:20:23. The electrode belt was disconnected at 22:20:27. It was not reported who disconnected the electrode belt.